Event description:
Customer reported system would not move up or down, then displayed a fast stop activated message, and shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated boards and connectors. System operates as intended. This MDR is related to ge healthcare complaint number.